Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately one year due to endocarditis. The health-care provider also mentioned that the reason for the explant was not due to any device malfunction. Per the discharge summary, the patient had increasing shortness of breath. An echocardiogram was taken, which showed severe aortic insufficiency with moderate mr and tr, dilated la and pulmonary hypertension. The patient also experienced shaking chills and fevers. Cultures were obtained which were significant for coagulated negative staphylococcus and infectious disease consultation was obtained. A CT of the chest was obtained which revealed aortic root abscess. Echocardiogram was significant for ai with moderate mr and tr and ef around 60%. Per the op report, the aortic valve was completely full of vegetation. The whole coronary cusp was dehisced and there was a pseudoaneurysm which extended all the way from the junction of the left coronary cusp to noncoronary cusp all the way to the left appendiceal and then on the body of the appendix. This was taken out and the area was lavaged very thoroughly, irrigated, painted with a betadine solution. The subject device was replaced with an aortic valve homograft.

Manufacturer narrative:
Device (B)(4) vegetation. (B)(4) device not returned. Additional manufacturer narrative: unfortunately, the sample device has been discarded, therefore, the root cause of the reported events cannot be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case the source of infection, per the discharge summary was from staphylococcus. No further actions are possible with the available information.